Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purchased purewick urine collection machine on 5/9 and it works but very slowly. The troubleshooting did not work, and suctioning occurred but very slowly and did not take the amount of seconds it should. Purchased new accessory kit and the product still is not working properly and is upset it costed him 50 dollars for the equipment, and it did not work.

Event description:
It was reported that he purchased purewick urine collection machine on 5/9 and it works but very slowly. The troubleshooting did not work, and suctioning occurred but very slowly and did not take the amount of seconds it should. Purchased new accessory kit and the product still is not working properly and customer is upset it costed him 50 dollars for the equipment, and it did not work.

Manufacturer narrative:
The investigation did not identify any product performance issues that would lead to the reported event. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (external power cord). There was no obvious damage to the device. No residue was present. There was light or sound indicating function with the returned pcba. Functional evaluation of the returned sample noticed the device passed tm0301240, revision 3 with a value of 1.756 slpm after 10 sec of the device being powered on with the returned pcba. As the investigation did not identify any product performance issues that would lead to the reported event, risk reviews, labeling/packaging reviews and DHR reviews are not required. Based on the results of the investigation, no further action is required. Correction: a,d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purchased purewick urine collection machine on 5/9 and it works but very slowly. The troubleshooting did not work, and suctioning occurred but very slowly and did not take the amount of seconds it should. Purchased new accessory kit and the product still is not working properly and is upset it costed him 50 dollars for the equipment, and it did not work.